Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient receiving hydr omorphone (2.0 mg/ml, 0.6610 mg/day), bupivacaine (10.0 mg/ml, 3.305 mg/day), droperidol (100.0 mcg/ml, 33.05 mcg/day), and clonidine (100.0 mcg/ml, 33.05 mcg/day) via an implantable infusion pump. The indications for use were noted as malignant pain and head/neck . It was reported that upon device interrogation and review of the device data on (B)(6) 2015, it was noted that the low and empty pump reservoir alarms occurred. The patient experienced withdrawal symptoms of increased pain, nausea, vomiting and diarrhea secondary to empty pump reservoir, secondary to patient non-compliance. The severity was mild. On (B)(6) 2015, a clinician bolus was provided, and the pump was refilled. The outcome was reported as resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
(B)(4).